Manufacturer narrative:
Date of report: 05nov2018. Date of manufacturer: 02nov2018. Numerous attempts were made to obtain repair information on the device; however, no response was received. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Date of report: 26dec2018. Date of manufacturer: 07dec2018. The manufacturer¿s field service engineer (fse) replaced the defective power supply and the power management printed circuit board assembly to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported battery failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.